Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)